Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer mentions 8100 fails the calibration process in system maintenance (s/n (B)(4)). Case resolution: customer requested a walk-through, to assist with the pressure calibration process (8100, s/n (B)(4)). Step through the pressure calibration process to identify problematic failure to upstream voltage reading. Voltage reading out of range of 1.8-2.8 for upstream measurement. Customer had replace the upstream pressure sensor. Retest of the pressure, using the patient side occlusion task. Device reading above acceptable range of 7.7 to 12.6 psi (occlusion @ 13.0 psi). Re-inspect the setup of the pressure cal set (8100-pcs). Inquired to customer the expiration date for the cal set. Customer to replace the pressure cal set with new one. They will call back if any further issues of concern. End call. (B)(4).